Event description:
Patient home health nurse reported at the visit on (B)(6) 2026 the filters clogged and were needed to be changed out. Nurse had to change the filter 4 times. Nurse did complete infusion." Unknown if md is aware. No further details. Diagnosis for use: pompe disease. Pt: 4582. Device: 2423, 2941. Ref: mw5188811, mw5188812, mw5188813.